Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: versaturn, joker. Guide catheter: hyperion 6fr jl3.5. Stent: 4.0 x 12 mm xience alpine. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion located in the main left coronary artery (lca) with no tortuosity and mild calcification that was 75% stenosed. A 5.0 x 8 mm nc traveler balloon dilatation catheter (bdc) was used for post-dilatation after a 4.0 x 12 mm xience alpine was implanted. The nc trek bdc crossed the lesion and was inflated twice; however, it met resistance with the guiding catheter during retraction. The nc trek bdc was finally able to be retracted into the guiding catheter. The procedure was successfully completed. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.